Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer noticed leak, the tubing connector was loose from reservoir. The customer was advised that a leak can be potential cause of high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instruction. The customer also reported that there is no delivery alarm during manual prime on the insulin pump. The customer was advised to rewind pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. The customer states that the insulin pump did not alarm no delivery. The customer was advised that the insulin pump is working as designed. The customer changed set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.